Event description:
It was reported to technical services on (B)(6) 2012 that this patient has increasing issues with exercise heart rate and endurance as a result of poor pacer I exercise response. Patient stated he has a kappa pacer. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).